Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear on (B)(6) at 8:00 pm. The patient informed the csr that he manages his diabetes with a combination of oral medication, diet and exercise. It was not reported if the patient took any action in regards to his usual diabetes management regimen due to the alleged issue. The patient reported that an unspecified time after the alleged issue began, he developed symptom of ¿frequent urination.¿ the patient claimed he drank a lot of water and took his usual dose of medication as self-treatment for the symptom. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr walked the patient through a retest and noted the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.